Manufacturer narrative:
The complaint of a leak could not be confirmed from the photograph or representative 20g nexiva units that were received in sealed unit packaging from lot #5044602. A visual examination and functional test of the samples revealed no leaks, damage or defects on the nexiva IV catheters. Although the photo, representative samples, and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter (patient 2 of 3): they had three 20g nexivas leak blood after insertion ("squirted out"), all from the same lot number today. Customer responded on 14-aug: no harm reported. Customer responded on 8/28/2025: these were three different patients. The leak was from the "clear hub".